Event description:
Hole in needle hub caused the physician to continuously poke the needle in the sheath potentially damaging the vein. With add'l access attempts an add'l venogram was performed. This added an add'l 30 min to the procedure.